Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "valgus-varus deformity" and number 15, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same event (reference 1825034-2013-00560 / 00564).

Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2011. Patient alleges pain and valgus deformity. A revision procedure is planned for an unknown date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.